Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The complainant indicates the use of ovd as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. Photo provided showing implanted iol on a monitor screen. Two lines appear to be on the iol but due to the quality of the photo it cannot be confirmed. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a splitting of the lens surface, from 2:00 to 8:00 there was a bright line in front of the metal tip. According to the surgeon neither the cartridge nor the injector is the cause, as this scratch is located on the front surface of the lens. Additional information has been requested.

Manufacturer narrative:
The reported complaint was not observed as no sample was returned for analysis. Due to a quality of the photo, reported complaint cannot be confirmed. However, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).